Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the echocardiogram showed moderate paravalvular leak (pvl). During a balloon aortic valvuloplasty (bav) hypotension caused by aortic insufficiency and the pacemaker rate of 180 beats per minute was noted. The physician decided to convert to an open-heart procedure. The valve was explanted and another manufacturer's surgical valve was implanted. The patient expired the same day due to difficulties with aortic closure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. The frame was intact with no evidence of deformation. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. All leaflets are intact and commissures were intact.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)